Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the vessel sealer extend was not sealing properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extend was not sealing properly, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed and the complaint regarding not sealing properly was not confirmed by failure analysis. The electrical continuity test passed. The instrument was placed and driven on an in-house system. The instrument passed the initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The energy activation test was then conducted on system. A wet paper towel was held between grips and began to smoke when energy pedal was pressed. Steam generating from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. The instrument was fully functional. No errors occurred during in house testing. The msc tool logs showed two vessel sealers used during the procedure with several 'low torque: error 22024" occurring, which could relate to sealing issue. It is unclear which vessel sealer from msc logs gave the error.

Manufacturer narrative:
Advanced failure analysis was completed. An advanced log review was completed, and the initial failure analysis was partially confirmed via log review. The vessel sealer extend (vse) instrument failed energy delivery 5 out of 7 times during advanced failure analysis testing, and a sealing malfunction error was observed. Low torque errors were confirmed in the master system controller (msc) logs. Even though there were no dsp logs to double check if the vse under question was installed on the universal surgical manipulator (usm) 3, there are 3 errors in e100 logs, and the time stamps for which are exactly the same as the 3 low torque errors seen in msc logs, indicating that the low torque errors are for this instrument. The low torque can lead to sealing malfunction. Advanced failure analysis also found an additional finding related to the primary failure: the instrument had a loose grip cable. A loose grip cable is known to contribute to low torque.

Event description:
Refer to h10/h11 for follow-up information.